Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy drain fluid. Two days prior to the peritonitis diagnosis, the patient experienced cloudy drain fluid. The cause of the event was not reported. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (ongoing) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported that antibiotic treatment was discontinued. (16 days after event onset). Seven days later, the patient experienced cloudy fluid with traces of blood; however, the patient reported feeling well. At the time of this report, the event was ongoing. Should additional relevant information become available, a supplemental report will be submitted.